Event description:
The customer received a blood glucose reading of 178 mg/dl from his contour and a reading of 96 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer also performed control tests while troubleshooting over the phone and received a result of 264 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.